Event description:
It was reported that the pwd¿s infusion site had not been completely adhered to her body, and there had been uncertainty about whether an infusion set change was needed again. The spouse had also reported that the infusion site adhesion had been partially stuck to her body. The pwd¿s husband had reported that a cleo 90 infusion set had not stuck upon insertion. The pwd had been inserting on the right hip area using skin prep and had stated that this was the first time such an issue had occurred. A second attempt had adhered successfully. The event did affect patient care but there was reported no injury to the patient.

Manufacturer narrative:
No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations.